Event description:
Report received of an unrequested bolus dose being delivered to a pt. The settings and medication used at the time of the event are unknown. According to the customer contact, the nurses reported that the pca plus ii pump gave an "extra dose to the pt". It was reported that the nurse noted that the pt pendant was "loose in the back of the pump. The plug fell out of the pump, and when plugged back in, the dose was administered." The pump was taken out of service by the rn and sent to the biomedical dept. There was no reported adverse event with the pt. Though requested, there was no further info available.